Event description:
The patient had a wound dehiscence at the ipg site, and the patient experienced pain at the incision site. It was noted that the lead wire was exposed. It was also reported that the patients ipg was not working as intended. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) /(B)(6). Batch: 7138379/7126967.